Event description:
Related manufacturer reference number: 1627487-2021-18070, 1627487-2021-18071, 1627487-2021-18389. It was reported that surgical intervention took place on (B)(6) 2021, wherein 3 leads were revised to address the issue. The right s2 (sacral) lead that migrated was explanted and replaced. During procedure, physician discovered the left s2 (sacral) lead also migrated and hence the left s2 lead was repositioned back to the original location. Additionally, the right l1 lead was explanted and replaced due to pain and shocking sensations. Note: it is unknown which l1 lead was explanted, therefore both l1 leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.